Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the sample was returned for evaluation. The result of the investigation is unconfirmed for the reported device incompatibility issue. The device was a 0.035" guidewire was passed successfully through the device without issue. The device was inserted successfully through both a 6fr and a 7fr terumo radifocus sheath without issue. The stent remained correctly positioned on the balloon after insertion and removal from the sheaths. The root cause for the reported device incompatibility issue could not be determined based upon the available information received from the field communication and sample evaluation. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: warnings: ¿ should excessive resistance be felt at any time during the insertion process, do not force passage. Directions for use: site access and preparation ¿ using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Covered stent size selection ¿ select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation ¿ carefully remove the selected device from the package. ¿ inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. ¿ flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system introduction of the endovascular system and placement of the covered stent ¿ advance the endovascular system over the guidewire into the introducer sheath. H10: d4 (expiry date: 03/2022), g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure, the stent allegedly failed to insert through the sheath. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the sample was returned for evaluation. The result of the investigation is unconfirmed for the reported device incompatibility issue. The device was a 0.035" guidewire was passed successfully through the device without issue. The device was inserted successfully through both a 6fr and a 7fr terumo radifocus sheath without issue. The stent remained correctly positioned on the balloon after insertion and removal from the sheaths. The root cause for the reported device incompatibility issue could not be determined based upon the available information received from the field communication and sample evaluation. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: warnings: ¿ should excessive resistance be felt at any time during the insertion process, do not force passage. Directions for use: site access and preparation ¿ using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Covered stent size selection: ¿ select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation: ¿ carefully remove the selected device from the package. ¿ inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. ¿ flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system introduction of the endovascular system and placement of the covered stent: ¿ advance the endovascular system over the guidewire into the introducer sheath. H10: d4 (expiry date: 03/2022), g3. H11: e1, h6 (method and result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: see h10.

Event description:
It was reported that during the procedure, the stent allegedly failed to insert through the sheath. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 03/2022).

Event description:
It was reported that during the procedure, the stent allegedly failed to insert through the sheath. There was no reported patient injury.